Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn-out socket slider switch. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there's a switch in the front that is not being activated when they insert the fiberoptic cable is due to worn-out socket slider switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source switch was not being activated when the fiberoptic cable was inserted. It is the high intensity light switch. The issue occurred during set up. There were no reports of patient involvement.